Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 4th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent device was intended to be used to treat a severely tortuous, severely calcified lesion with 100% stenosis in the circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.0x15mm device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that the device failed to cross the lesion, due to the calcific structure of the lesion. It was then removed and replaced by another manufacturers device. The physician has reported that the event is due to the use of a device in a difficult lesion morphology/anatomy, not device related. No patient injury is reported. Device analysis identified stent deformation.